Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon was performing trauma surgery for the tibia and he noticed that the mrh femoral component was fractured. The mrh femor was revised with another mrh femor."